Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the forward on the ccd unit. In addition, we confirmed that the light guide fiber bundle (lcb) disconnection; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Spots in the image. No picture available. This event occurred at the time of before use. There was no report of patient harm.